Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.2, office meter: 2.3, lab: 2.4. During this period of time, pt experienced nose bleeds. No other results were given. No interfering substances.